Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient had dislocation of the right hip and was admitted to (B)(6) hospital, where revision surgery was performed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Follow up for additional event information was attempted but nothing further has been provided to customer quality. A search of the complaints databases find no other similar reports against the provided product and lot code combinations since their release to distribution. The investigation has identified no product problem and no conclusions can be drawn with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to pain, discomfort, raised metal ion levels, metallosis and alval, subluxation also mentioned.